Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the moderately calcified unk lesion. The 2.0 x 15mm apex monorail balloon ruptured at approx 12 atms. The pt remained asymptomatic during the event. The procedure was completed with an unknown different device. No pt complications occurred. The pt status was satisfactory.

Manufacturer narrative:
(B)(4).